Event description:
Case manager reported hospitalization due to high blood glucose. The blood glucose reading at the time of the event was almost 600 mg/dl. Diagnosed hyperglycemia. Customer experienced blurred vision and high blood pressure. The current blood glucose reading is 164 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.